Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge had approximately 60 units of insulin remaining. A new cartridge was loaded resolving the alarm. Customer's blood glucose level was 171 mg/dl.